Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements and noise were observed on this right atrial lead. A lead conductor fracture was confirmed on x-ray. Venography was also performed which showed that all venous access were closed. Hence, the physician decided to reprogram the device to vvi. The oversensing did not result in asystole greater than 2 seconds. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.